Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the cleaning brush could not be inserted into the evis lucera gastrointestinal videoscope. The issue was found during preparation for a diagnostic procedure, which was completed with a similar device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: residue and foreign material was found in the biopsy channel.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the residue and foreign material found in the biopsy channel, the evaluation findings were as follows: due to a worn angle wire, angulation in the "up" direction was out of standard, the light guide bundle was abnormal, the charged coupled device lens was broken, the light guide lens was broken, the bending section cover adhesive was broken, the connecting tube was corrugated, switch #2 was broken, the universal cord was corrugated, the electrical connector was corroded, the gap on the "up/down" knob was out of standard due to a worn angle wire, there was a waterproof failure due to a broken distal end and there was a white scratch on the image due to a broken charged coupled device unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.